Event description:
It was reported that this right ventricular (rv) lead recorded low out-of-range pacing impedance measurements. Technical services (ts) was consulted and noted a drop in rv pacing impedance from approximately the 400-ohm range to values lower than 200 ohms. No noisy signals or oversensing were noted, and the stored episodes were correctly classified as ventricular tachycardia (vt). Ts suspected a lead integrity issue and recommended performing an in-clinic visit for isometric testing and further evaluation. No adverse patient effects were reported. This rv lead remains in service.